Event description:
It was reported that there was a pump replacement due to volume discrepancies. The pump showed large discrepancies between estimated and actual residual volumes. Reporter stated that it seemed as ''though pump is clogged or not delivering enough drug.'' A rotor study was performed and found to be spinning ok. The pump was replaced on (B)(6) 2012. Reporter stated there was no patient injury and the patient status was reported as recovered without sequela. The medication in the pump was dilaudid. Additional information has been requested, however, was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all non-destructive testing. No anomalies noted in pump logs.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.